Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to disinfectant preparation process was not completed because water for diluting disinfectant solution was not supplied to oer-pro resulting in the user could not reset disinfectant solution counter. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended several troubleshooting options to resolve the issue. At the time of the call, those were unsuccessful. During a follow up with the customer, tac discovered that the customer replaced the bottle tray lock on the unit and that successfully resolved the issue. Currently, the device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he was unable to reset the disinfectant solution counter for his olympus endoscope reprocessor. There was no patient involvement during this event.